Event description:
It was reported that a new ilet user experienced a gradual glucose decline after earlier aggressive corrections for hyperglycemia, with automated insulin dosing having already stopped before the glucose dropped; the user became confused at a glucose of 52 mg/dl, self-administered glucagon, and drank juice, after which glucose rose to 259 mg/dl, and education was provided on treating lows and allowing alarms to prompt treatment. Symptoms included hypoglycemia and confusion/disorientation. Outcomes included the need for unexpected medical intervention with medication. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device findings and insufficient information regarding a device problem or specific component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.